Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture. High thresholds and oversensing indicated to be short v-v intervals were noted. The plan is to cap and replace the pace/sense portion of the lead and continue to use the high voltage portion of the lead. The lead remains in use. No patient complications have been reported as a result of this event.